Event description:
It was reported that the patient faced insulin flow blocked event  with the infusion set on (B)(6) 2026, the blockage was likely at the site and had high blood glucose for which patient managed with insulin via injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.